Event description:
While performing an investigation on the customer's freestyle navigator cgms, a crack was observed on the lower housing near the battery door latches of the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been sent for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the suture broke 3-4 centimeters from the needle after the leg assembly was passed through the sacrospinous ligament. The detached piece of suture was retrieved. It is unknown if the suture, with the needle at the end, was retrieved from inside or outside the patient. The procedure was completed with another uphold vaginal support system with no further complications to the patient, who is reportedly "fine" post-procedure no further information about this event has been forthcoming.

Manufacturer narrative:
(B) (4). Investigation was performed and on the returned product. Visual inspection on the transmitter indentified a crack/fracture on the plastic housing near the battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. The returned transmitter failed the leak test. Remedial action 2954323-04/14/2009-002-c was reported to (B) (4) office on 14 apr 2009.